Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the a prr35 and a prw35 device, would not close correctly. Another device was used to complete the case. There was no consequence to the pt.